Event description:
It was reported that at the beginning testing confirmed that all electrode channels are ok. One electrode channel has shown a high impedance. On approx two months later, routine testing was carried out which showed 5 electrode channels with high impedances and one short circuit, indicating that the device has malfunctioned. The patient was re-implanted on nine days later.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.